Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The power supply (eos) assembly was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The power supply (eos) assembly was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The faulty power pcb assembly was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.